Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set was fell off during use on (B)(6) 2024. Three infusion sets were used for 6 hours and 2 infusion sets were used for one and half day. Blood glucose level was reported between 180-200mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.